Event description:
It was reported a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis manifested by cloudy effluent, fever, and abdominal pain. The patient was hospitalized for this event two days after the onset of the symptoms. The patient was treated with unspecified antibiotics. The cause of the peritonitis was a break in aseptic technique. The patient was retrained on aseptic technique as a result of this event. The patient was discharged from the hospital on an unspecified date but was readmitted nine days after the initial hospitalization. The patient?s effluent was still cloudy at that time and was advised to continue the unspecified antibiotics for peritonitis. The patient has not recovered from the peritonitis at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.